Manufacturer narrative:
(B)(4).

Event description:
New information states that the right ventricular lead exhibited high threshold and low sensing. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2019. The patient was in a stable condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11492. It was reported that the patient's right ventricular lead was explanted and replaced for unspecified reasons. In addition, during the procedure it was noted that while the physician was using a plasma blade, the patient's pacemaker switched to a unipolar configuration, exhibited no radio frequency telemetry, and inaccurately stated that the device had prematurely reached its elective replacement indicator. Programming changes were made. No adverse patient consequences were reported and the patient was discharged.